Manufacturer narrative:
Serial #=na. Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components; the left shroud pinion axle support and the firing trigger teeth were found damaged. No functional test was performed. No conclusion could be reached as to what may have caused the reported incident as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
The device rec'd has been classified as an unreconciled blind unit. No further info is available.